Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings:investigation revealed rust/corrosion in the battery compartment. Leak testing did not reveal any leaks. Investigation revealed a hairline crack in the battery compartment. The pump was opened and there was no further evidence of internal moisture.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there was moisture/corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.